Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tonsillectomy, adenoidectomy and uvulectomy, the generator would not have activated if it did not sense a complete circuit with the patient return electrode. The generator delivered energy, but we they unsure how the inadvertent burns were caused on the corners' of the patient's mouth. Patient experienced two electrocautery 2nd degree burns on the corners of mouth with less than .25cm in size. Patient burn was noticed at the end of the procedure when the mouth gag was removed. The account had (3) different lot numbers on their shelf, so the pencil that was used must have originated from one of the 3 lots specified in the report. They tested the esu generator with my own valleylab rem pad and it performed regularly, including the quality-contact monitoring system. Topical ointment and oral pain medication for patient comfort. They completed the procedure using a monopolar electrocautery.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found no defects in the device. Continuity was checked between the electrode tip and the plug with satisfactory results. The device was plugged into a generator and activated with satisfactory results. The device passed hipot testing. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.